Event description:
During further query with the customer, it was determined by the customer that this is a duplicate report of MFR report number 2953144-2003-00013.

Event description:
Received user facility voluntary medwatch via cdrh which states, "post cardiac catheterization, perclose a-t deployed tearing the pt's artery. Pt brought to the o.r. Emergently for repair of artery. Pt suffered no adverse outcome." Add'l info has been requested, but has not been made available.